Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal end electrode was covered in blood. The analyst commented that the helix extension/retraction and length testing were performed and all results, including electrical testing were within specified parameters.

Event description:
It was reported that during implant attempt the lead couldn't be positioned well. The lead was not used and another new lead was im planted successfully. No patient complications have been reported as a result of this event.